Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a pump reset and walking them through the process. Once the reset was completed, the cgm error code did not reappear, and the caller successfully started their sensor session.